Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) was showing difficulties to connect with the mobile monitor application. The patient advocate was advised that they would need to have the device checked, therefore a follow up was scheduled. At the follow up, the icm was not found with x ray. Probably came out thru original incision. This happened when the patient was at rehabilitation. She has no recollection of anything happening. The device was not felt in the pocket. The plan is to reimplant a new lux. A new icm has been implanted successfully at this moment, therefore the patient needed a surgery to correct the previous issue. No additional adverse patient effects were reported.